Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed the functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, self test, reset error test and displacement test. The insulin pump was received with cracked reservoir tube window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has not used her insulin pump in over a year. The device was not giving enough insulin most of the time and she ended up feeling bad for five days; the customer then went to the hospital with a blood glucose of 800 mg/dl. The customer was in the ER for half of the day and in the ICU for all of the next day. Troubleshooting was declined. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.